Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We also received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg) the lower rate needed to be raised. Two days post implant the patient had a ventricular fibrillation (vf) episode, CPR was performed and the patient was shocked. After this episode, the physician noted that the ipg was not functioning properly. A chest x-ray showed that the right ventricular lead, post CPR, was outside of the right ventricle and was not capturing the heart. The nurses noted that the ipg may have paced on the t-wave and induced the vf and the physician commented that the ipg was failing prior to the vf. The ipg and lead were explanted and not replaced. No further patient complications have been reported as a result of this event.